Event description:
The customer reported alarm - error codes / messages. Error code 571.6241. There was no patient involvement.

Manufacturer narrative:
Additional information added to: d9;correction to g2-added healthcare professional this device was evaluated and repaired through the service repair process. Based on the findings, the probable cause of the reported issue was due to wear of the iui left connector. A review of the device history record showed the device had a manufacture date of 16jan2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they error code 571.6241 is confirmed due to a cable j3 to power board loosen up. It's possibly jarring during the transport. Reseated the cable j3. Both iui connectors worn out, replaced them two new iui connectors. Performed leak down test and co2 calibration with passing results. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 16jan2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable cause of the reported issue was due to wear of the iui left connector. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 571.6241. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Device return expected.

Event description:
The customer reported alarm - error codes / messages. Error code 571.6241. There was no patient involvement.